Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "pain and irregularities, poking through my skin", "the pain has disrupted my sleep for years and caused me great anxiety and worry that my breast cancer had returned", "positive auto immune markers in my blood work unexplained by my doctor". The device remains implanted.